Manufacturer narrative:
The customer reported that a v-fib alarm from the gz transmitter was not sent to the patient's hx module. He stated the alarm was captured and acknowledged in the sickbay system but was concerned that the cns did not alarm. He requested a log review to confirm whether the alarm was captured at the cns. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: gz transmitter: model #:gz-130pa serial #: (B)(6) device manufacturer data: 12/07/2017 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na.

Event description:
The customer reported that a v-fib alarm from the gz transmitter was not sent to the patient's hx module. He stated the alarm was captured and acknowledged in the sickbay system but was concerned that the cns did not alarm. No patient harm was reported.